Event description:
It was reported that air bubbles were observed within the canister. There was no reported adverse impact to the customer¿s blood glucose level. Ultimately, the customer would continue insulin therapy with the existing cartridge.